Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not remain powered on.  The device will power on, then power right back off.   This issue was discovered during patient use; however, the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.